Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was 234 mg/dl. The customer that they received a motor error alarm and received another motor error during fill tubing. The customer was unable to complete pump rewind. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was also advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, excessive no delivery test, prime test, occlusion test, seat and rewind and basic occlusion test. No motor error or rewind anomaly noted during testing. Motor tested outside the device and passed. (B)(4).